Manufacturer narrative:
Pump received with broken battery cap and blank display due to corroded battery tube compartment noted.

Event description:
The customer reported via phone call that the top piece of the battery cap was broken off. The blood glucose was 96 mg/dl. The device will be returned for the analysis.